Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked screen of unknown cause, and the device was deemed nonfunctional; the user removed the ilet and resumed prior pump therapy. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included continued diabetes management using a previous pump and ongoing cgm use. Investigation included shipment of a replacement device, instruction to shut down the affected ilet, data sync guidance, and return of the original device for assessment. Investigation of this device revealed physical damage to the display component consistent with a cracked screen, with functional status undetermined due to the screen condition. It was concluded, based on previously established findings for similar reports, that the cause was device damage unrelated to a manufacturing or design defect.